Manufacturer narrative:
No lot number was provided. Without lot number it is not possible to determine the expiration date or mfg date for the product being reported under this report. Method: actual device not evaluated. No testing methods performed. Results: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned.

Event description:
Customer reported a male patient in the cardiac unit developed redness under the entire electrode, all 5 leads. Reportedly diagnosed as an allergic reaction and treated with a topical cream, IV and oral benadryl. Patient was being monitored. No further info was provided and product was not returned.